Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high hv lead impedance could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the reported impedance anomaly was not conclusively determined.

Event description:
It was reported that high, out of range high voltage lead impedance on the rv-can and rv-svc vectors was observed. A set screw anomaly was suspected. The device was explanted and replaced.